Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: (B)(6); 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6); 322-10-00 - humeral adapter tray, +0: (B)(6); 320-31-36 - glenosphere, 36mm: (B)(6); 320-15-05 - eq rev locking screw: (B)(6); 320-35-03 - small post aug glenoid plate, left: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, following the patient's initial left total shoulder arthroplasty, the patient experienced dense numbness and motor deficit consistent with brachial plexopathy upon waking from anesthesia and regional block wearing off. Actions taken were an electromyography, occupational therapy, and bracing. The outcome is considered to be continuing.